Event description:
The customer stated, he was hospitalized for diabetic ketoacidosis. It was stated that, the insulin pump alarmed no delivery after changing the infusion set on the night prior to the hospitalization. Troubleshooting was performed and the insulin pump passed the prime test but failed the high pressure test.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.